Manufacturer narrative:
The manufacturing records review verified that the lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2010, the pt was implanted with three gore excluder aaa endoprostheses to repair an abdominal aortic aneurysm. On (B)(6) 2011, the pt underwent a follow-up computed tomography angiography that revealed a type ii endoleak with the aneurysm at 66 x 80 mm. On (B)(6) 2011, the pt underwent a reintervention where coil embolization was performed. The endoleak was resolved and the pt tolerated the procedure.